Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date implanting an orthopedic salvage system. Subsequently, a revision procedure has been indicated due to a fractured stem and pain after a patient fall; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent an orthopedic salvage system procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to a fractured stem and pain after a patient fall. The femoral stem, hinged knee, yoke, and axle were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device confirmed fracture, which was likely due to patient trauma, as the patient was noted to have fallen.